Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified severe damage. Stent strut rows 1-11 from the proximal end of the stent were undamaged and crimped in place; the remainder of the stent struts were damaged and stretched distally. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery (lcx). A 2.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, another 2.50x28mm promus element ¿ drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) only. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.